Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed and the root cause is attributed to clinical use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a balloon-occluded retrograde transvenous obliteration (brto) procedure, for the treatment of gastric varices, the diagnostic catheter tip detached. No medical or surgical intervention was necessary for removal of the detached tip. The tip remained on the guidewire and was removed together from the patient. No additional consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.